Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0c5ke, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4)

Event description:
Additional information received indicated that the device was explanted on (B)(6) 2015.

Event description:
It was reported that the pocket site of the patient¿s implantable neurostimulator (ins) was inflamed. The ins site had erosion of the pocket and the battery was rubbing through so that some of the metal on the device could be seen through the skin which was noticed on the day of report. Also, there was pus in the area of the pocket so the physician believed that it was infected. The physician was going to try to remove the ins battery today, if possible, and treat the infection. They were then going to replace the system after the infection had been treated. It was noted that the patient gotten good therapy initially from the ins device. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.